Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure implant visible through the tubal serosa') and uterine perforation ('intrauterine device apparently protruding through fundus') in a 32-year-old female patient who had essure (batch no. B53021-not valid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the catheter did not dislodge the coils, several attempts" on (B)(6) 2014 and medical device monitoring error "novasure endometrial ablation done in same session of essure insertion" on (B)(6) 2014. The patient's medical history included vaginal bleeding, gestational hypertension, premenopausal menorrhagia (indication for novasure endometrial ablation done in the same session of essure insertion), fatigue, anemia, gravida I, parity 1, dysmenorrhea and cesarean section. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("the catheter did not dislodge the coils, several attempts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ menorrhagia") and dysmenorrhoea ("painful menstrual bleeding"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, dysmenorrhoea and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, dysmenorrhoea, fallopian tube perforation, menorrhagia and uterine perforation to be related to essure. The reporter commented: insertion details: left: there were 3 to 4 coils visible from ostia. Right: there were 10 to 15 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2014: procedure: hysteroscopy, essure sterilization and novasure endometrial ablation. Complication: none. Indication: permanent sterilization and heavy periods. Findings: normal appearing endometrial cavity. Description: essure catheter was inserted into left tubal ostia. The gold notch was visible outside the ostia. The button was pressed and again the dial was dialed back fully. The catheter was then attempted to be removed, yet it did not dislodge the coil from the catheter and after several attempts, the catheter and coil was pulled and removed back through the operative port. A second essure catheter was placed into the operative port and placed into the right tubal ostia and again with a similar technique was placed to the black notch, dialed back, button pressed, dialed back and again the catheter would not dislodge from the coils and again had to be removed. A new box was opened and the procedure was again attempted on the left in a similar fashion. There were 3 to 4 coils visible from ostia. Then on right in a similar fashion, essure was inserted into tubal ostia. There were 10 to 15 coils visible. Laparoscopy - on (B)(6) 2020: procedure: laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy. Specimens: uterus with cervix and bilateral tubes. Findings: pfannenstiel scar, 10 week size uterus, normal tubes and ovaries bilaterally, essure implant visible through the tubal serosa. Complication: none. Indication: heavy and painful menses lasting 7 days per monthly episode. Pain refractory to nonsteroidal antiinflammatory drug and heat therapies. Description: the patient was transferred to the recovery room, awake and in stable condition. Ultrasound pelvis - on (B)(6) 2020: uterus anteverted 7.6 x 4.3 x 4.7 cm, endometrium essure versus intrauterine device apparently protruding through fundus, right ovary 2.9 x 2.1 x 2.5 cm, left ovary 3.3 x 3.2 x 2.4 cm. Lot number b53021 is not valid quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure implant visible through the tubal serosa') and uterine perforation ('intrauterine device apparently protruding through fundus') in a (B)(6)-year-old female patient who had essure (batch no. B53021) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the catheter did not dislodge the coils, several attempts" on (B)(6) 2014 and medical device monitoring error "novasure endometrial ablation done in same session of essure insertion" on (B)(6) 2014. The patient's medical history included vaginal bleeding, gestational hypertension, premenopausal menorrhagia (indication for novasure endometrial ablation done in the same session of essure insertion), fatigue, anemia, gravida I, parity 1, dysmenorrhea and cesarean section. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("the catheter did not dislodge the coils, several attempts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ menorrhagia") and dysmenorrhoea ("painful menstrual bleeding"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, dysmenorrhoea and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, dysmenorrhoea, fallopian tube perforation, menorrhagia and uterine perforation to be related to essure. The reporter commented: insertion details: left: there were 3 to 4 coils visible from ostia. Right: there were 10 to 15 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2014: procedure: hysteroscopy, essure sterilization and novasure endometrial ablation. Complication: none. Indication: permanent sterilization and heavy periods. Findings: normal appearing endometrial cavity. Description: essure catheter was inserted into left tubal ostia. The gold notch was visible outside the ostia. The button was pressed and again the dial was dialed back fully. The catheter was then attempted to be removed, yet it did not dislodge the coil from the catheter and after several attempts, the catheter and coil was pulled and removed back through the operative port. A second essure catheter was placed into the operative port and placed into the right tubal ostia and again with a similar technique was placed to the black notch, dialed back, button pressed, dialed back and again the catheter would not dislodge from the coils and again had to be removed. A new box was opened and the procedure was again attempted on the left in a similar fashion. There were 3 to 4 coils visible from ostia. Then on right in a similar fashion, essure was inserted into tubal ostia. There were 10 to 15 coils visible. Laparoscopy - on (B)(6) 2020: procedure: laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy. Specimens: uterus with cervix and bilateral tubes. Findings: pfannenstiel scar, 10 week size uterus, normal tubes and ovaries bilaterally, essure implant visible through the tubal serosa. Complication: none. Indication: heavy and painful menses lasting 7 days per monthly episode. Pain refractory to nonsteroidal antiinflammatory drug and heat therapies. Description: the patient was transferred to the recovery room, awake and in stable condition. Ultrasound pelvis - on (B)(6) 2020: uterus anteverted 7.6 x 4.3 x 4.7 cm, endometrium essure versus intrauterine device apparently protruding through fundus, right ovary 2.9 x 2.1 x 2.5 cm, left ovary 3.3 x 3.2 x 2.4 cm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.